Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed the cage was separated from the titanium alloy interbody plate. Breakage can be confirmed. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. It is possible the internal components have damaged, separating the plate from the cage, however, with the available evidence, the complete potential cause can not be fully determined. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique was reviewed and the following relevant statements were found: the zero-p va system is only intended to be implanted with two zero-p va screws, forming a stand-alone interbody fusion construct. By design, the zero-p va system enables insertion of zero-p va screws within a range of acceptable trajectories. Using an awl or drill to prepare screw holes is recommended; these instruments are designed to facilitate subsequent placement of screws at the desired trajectory. The screw trajectory achieved during screw insertion will result in varied screw penetration into the vertebral bodies. Precaution: when drilling, make sure to drill on axis, in the same trajectory as the drill guide. Applying side loads and/or levering off-axis during drilling may result in broken or damaged instruments which may potentially cause harm to the patient. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the zero-p va cage convex h8 peek would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during the surgery, noted the metal plate detached from the cage. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.